Event description:
The reporter indicated that it was during the analysis of a vns patient's generator, who underwent revision surgery due to the expected end of service of the device, it was revealed that a transistor within the device exhibited an out-of-limit (higher) leakage current at test chamber temperature. A battery longevity prediction performed by the manufacturer, which resulted in -1.07 years until eri=yes, confirmed that the end of service condition was an expected event. Though the transistor could have contributed to the end of the service of the device, this slight leakage would have only had a minimal effect on the eos condition.